Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on 04/20/2016 to report an intermittent out of range signal that occurred on (B)(6) 2016. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test passed. A pairing test was performed and the test passed. A log review was performed and they did not verify the complaint. The reported event of an intermittent out of range was not confirmed. The root cause could not be determined.